Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. During a mitral valve clip procedure on an unknown date post implant, a thrombus was noted to be on the surface of the closure device. No additional information was provided.

Manufacturer narrative:
B3: aware date was used as event date as actual event date was not known.